Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pulse generator exchange procedure, the lead could not be removed from the device. A new torque wrench was used, but also was unable to remove the lead. An l-shaped wrench was used but was still unable to remove the lead. A bone cutter was then used to remove the lead. The lead was connected to the new generator. The procedure was completed with no patient consequences.

Manufacturer narrative:
Correction:expiration and manufacturing dates added.